Manufacturer narrative:
Evaluation summary: protective sheath and stylette were returned loaded on device. The stent was not positioned on the balloon between the marker bands as per specifications, stent appears to have moved distally over distal marker band . Deformation was evident to the 30th stent wrap, with struts raised . No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute integrity drug eluting stent to treat a mildly tortuous, severely calcified lesion with 80% stenosis in the circumflex artery. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The physician used a rotablator device to remove adhering materials. The lesion was then pre-dilated . Several balloons were used to reach the required lumen. Resistance was not encountered when advancing the device. Excessive force was not used. The catheter passed through all the corresponding vessels until it reached the area of the lesion. Once there, it could not leave the sheath and be delivered in any way. The stent did not slip and was trapped inside the sheath. The physician had to remove the catheter with the stent still inside, without being able to deliver anything. The physician completed the procedure with tow resolute onyx stents. No patient injury is reported. Analysis of returned device showed that the stent had moved distally over distal marker band .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.